Event description:
Cement had a lumpy mix. Person who mixed simplex has been doing it for 15 years. The doctor noticed the lumps but wasn't concerned. Hospital is concerned. Told them of problems in the past, not to worry but would trade it out to make them feel better about simplex. There was no adverse consequence to the pt or delay in surgery or anesthesia time.